Event description:
It has been reported to philips that the c-arm lost could not be moved. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation has been addressed in MFR report number 3003768277-2024-02399. This complaint will be closed as duplicate.